Event description:
The customer reported that he has not received any alarms and the insulin pump may not been working as designed. Reviewed the alarm history and was correct. The customer stated that he did not measure his glucose since early morning. The customer stated that his glucose level is low, and he treated with orange juice, while the paramedics were called. The customer also has experienced low glucose in the past. The customer's glucose level was 28 mg/dl by the time the paramedics arrived and treated her. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.